Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, capsular contracture, baker grade I.

Event description:
Healthcare professional reported "rupture" and "lymphadenopathy" of the right device discovered via diagnostic testing and a "capsular contracture, baker grade I". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Additional, changed, and/or corrected data: a2, a6, h6

Event description:
Healthcare professional reported "rupture" and "lymphadenopathy" of the right device discovered via diagnostic testing and a "capsular contracture, baker grade I". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
A physician reported a capsular contracture baker grade I and rupture was diagnosed by ultrasound and CT scan. Physician reported bilateral axillary lymphadenopathies. The device has been explanted with capsulectomy and replaced.